Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, early in the morning, the patient had gone into the other room and did not return. The wife found the patient incoherent, sweating and seizing. Emergency medical services (ems) was called, the cgm displayed 79 mg/dl; however, the patient¿s bg per ems was 24 mg/dl. The patient was treated with IV glucose and IV fluids. The patient recovered and declined transportation to the hospital. The patient¿s spouse provided additional food until the patient could be evaluated at the doctor¿s office later that morning. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.